Event description:
It was reported that during an unk procedure, the staples were unformed and knife did not work at fourth firing. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.